Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a warning for high undefined tip to can and tip to ring impedance. The lv lead was programmed off, and remains in the patient. It was also reported that high sensing integrity counter (sic) was noted from the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.